Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 05/23/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure q6 200226925 for channel error code: 354 6770/ channel error 246.4700, which does not correlate to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device failed preventive maintenance. There was no patient involvement.